Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 63 mg/dl. It was stated that the customer's basal rate should be 2.0 units per hour, but the customer accidentally programmed it to 30 units per hour, and received 240 units of insulin. Assisted the caller with the correct settings, including the bolus wizard. No further troubleshooting conducted.